Event description:
Customer obtained result of 292 mg/dl and 128 mg/dl within 10 minutes on the accu-chek compact system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.